Event description:
Caller reported cgm error 42, indicating a malfunction alarm with their continuous glucose monitor. Customer's blood glucose level was not adversely impacted. Technical support assisted the caller with resetting the pump and provided complete pump reset information. Following the reset, the pump did not display the error code again, and the caller successfully started their sensor session.